Manufacturer narrative:
The returned device was evaluated and the investigation of the returned pod found no damages or defects that would contribute to a communication error. The download data showed that the pod did not generate a hazard alarm during operation. The pod was able to communicate with the master pdm during the investigation. The cause of the reported communication error during pod operation could not be determined. During the investigation, the exposed portion of the soft cannula was found to be torn. Fluid path testing found fluid to be leaking from the tear in the exposed portion of the soft cannula. The timing and cause of the damage to the soft cannula could not be determined. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. In addition the patient reports receiving a pod communication alarm. An investigation of the device confirmed that there was a tear in the cannula.